Event description:
Additional information received from the manufacturer's representative noted that the patient was implanted for both urinary and fecal symptoms but was more concerned about the fecal symptoms. The patient had a reduction of fecal accidents but experienced some accidents after implant. The patient needed some reprogramming. The representative believed the patient was receiving at least 50% symptom reduction. The patient had an appointment with the implant doctor about 2-3 weeks ago. This physician does his own reprogramming and the representative assumed he reprogrammed the patient. The representative had not heard anything else from the patient and said this patient would have reached out again if there were issues.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0kynn, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient had urinary relief since implant, but was still having fecal accidents. The patient was not getting ¿great¿ symptom relief from the interstim and it was noted the patient had a different manufacturer¿s device for pain as well. One week after implant, the patient was feeling stimulation in the bicycle seat area. The representative went through 4 programs with the patient and left them on program 2. It was noted the patient¿s pain doctor was reportedly suggesting interference between the pain stimulator and interstim and the representative was inquiring if there was a specific test to determine if the devices were interfering with each other. No outcome was provided with this event. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.